Manufacturer narrative:
Follow-up #2: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 148 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #8: date of submission 10-jul-2019 device evaluation: in quarter 2 of 2019, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there were 33 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 983 allegations of a malfunction, 390 pumps were returned to animas and investigated. Of the investigated pumps, 349 were found to be malfunctioning due to a dim and discolored display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 983 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum display issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-88 years of age and between 17 and 383 pounds. Of the reported patients, 435 were male, 540 were female, and 8 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 7 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 11 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1: during investigation for unrelated complaints, there were (B)(4) additional failures found.